Event description:
It was reported that a patient underwent an unknown skin repair procedure on (B)(6) 2025 and suture was used. It was reported from the analysis that suture degradation and hole in cavity was observed. Vicryl plus absorbable suture was required for stitching a cut injury on a child in emergency department, while opening the pack of vicryl plus suture it is detached from needle, mostly dissolved, very small few parts of the sutures are left in the pack, and needle looks black. The date of expiry 08/2026 mentioned. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/6/2026. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did this event contribute to any patient adverse event? - no. Are there any photos of vp2478 available for visual analysis? - yes kindly provide device return status. ¿ sharing the dispatch details by today eod. Please provide the title of external person providing answers to follow-up ¿ (B)(6), chief nursing officer- (B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. Three open samples with a detached needle and several suture pieces were received for analysis. Product code vp2478. Additionally, one photo was provided, and it showed the same condition of the samples received. During visual inspection of the detached needles, the swage and attachment areas appeared as expected. The barrel holes were examined, and remnants of the suture were observed. The sutures cannot be dispensed since the degradation process began. The needles were examined and found to be silver in color, with no anomalies or issues related to cosmetic appearance or color. The foils packets were visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. The condition of the packages is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.